Event description:
It was reported that the lead exhibited high thresholds of 2.5 v to 3.0 v. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.